Manufacturer narrative:
Based on the claim against the product by the customer noting, the large hem-o-lok clip applier instrument tip did not close. An investigation is in progress to determine, the cause of this reported event. A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the large hem-o-lok clip applier instrument be returned for evaluation. However, the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported, that during a da vinci-assisted surgical procedure. The large hem-o-lok clip applier instrument tip did not close. The procedure was completed as planned with no reported injury using a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter recorded the event date, that was mentioned by the hospital personnel, but that the exact date could not be known for sure. The clips used were hem-o-lok. And the issue occurred when the surgeon was trying to clamp inside the patient. The reporter was unable to provide further information about the incident.

Manufacturer narrative:
Based on the claim against the product by the customer noting the large hem-o-lok clip applier instrument tip did not close, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier was analyzed and the complaint regarding clip application was not confirmed by failure analysis. Functional testing of the device in an attempt to replicate the report complaint was not possible due to the returned condition of the device. The instrument was returned with a broken input disk and failed engagement during in-house testing. No grip misalignment was observed. Additionally, the instrument failed mechanical engagement when placed in the system with error code 22020. Instrument inputs failed to engage with the sterile adapter in multiple attempts. The instrument was found to have an input disk broken. Hairline cracks were found on grip input shafts. Input disk #6 was found broken into pieces inside of the housing. This failure likely caused the engagement failures observed during in-house testing.

Event description:
Refer to h10/h11 for follow-up information.